Event description:
In (B)(6) 2019, I got a breast augmentation with natrelle brand silicone gel (gummy) implants. Since then I've been experience a lot of different symptoms that I didn't get answers for. I recently got diagnosed with lupus. And when I think about when a bunch of weird symptoms started happening, it was shortly after I got breast implants. First, I got really bad gastritis that put me in the hospital, where I was given a stomach numbing liquid and two ivs. I could stop throwing up before I went to the hospital an couldn't hold down water. Then I started getting bad vertigo and migraine attacks more often out of nowhere. My hair was thinning and falling out. I had panic attacks. And days I would spent in bed. Then I had nerve pain that smarted out small. Which I could feel in my finger tips, when I would open things and in my toes when I'd go on roller coasters. There was a year that I couldn't fall asleep. And would wake up in the middle of the night for how bad my nerve pain was. That has gotten better, but now I have peripheral neuropathy in my feet, where they would get very very hot, tingly, and numb. Finally I had insurance to ask a doctor about my feet. They ran a nerve test, where the doctor shocks the nerves for feedback. The nerve test came back that I have nerve damage in my lower back. They did and MRI an my spine looked fine. My doctor also ran blood tests and I had a positive ana or 325. I was referred, to a rheumatologist who ran more tests. I had low c3 complement and low positive dsdna. I had expressed that I had bad joint pain, nerve pain, a recent miscarriage, chest pain, hair thinning and a bald spot. She said my blood works was too low and didn't think I had lupus yet. And told me to come back in a year. Then a few months later I started getting skin sensitivity and rashes on face. I was pregnant at the time and went to the hospital for very bad chest pain. I thought maybe I had rsv or something respiratory. I was in so much pain that breathing, talking, moving and laying down was very painful. After a lot of tests coming back normal, my blood work history was looked at and the nurse practioner suggested, that maybe it was s lupus flare up. She asked if I had any other symptoms of lupus, during that in which I did like skin sensitivity, mouth sores, and joint pain. I got referred to another rheumatologist that diagnosed me with lupus. In the span of 4 years I've been experiencing a lot of abnormal side effects that increasingly got worse. I used to work full time, go to the gym every day, and I would always be out and about. Now I have days where I can't get out of bed and I'm fatigued every day. I have a long list of side effects that fit breast implant illness and lupus sle. I have blood work of low positives that suggest lupus, while not having a flare up. I feel sick a lot and I don't feel healthy. It has gotten in the way of my quality of life. I am 27 years old. I've joined many support pages and it seems like a lot of people are being diagnosed with lupus and other autoimmune disorders after receiving implants. I plan to explant soon. Symptoms have been gastritis, vertigo, nerve damage, nerve pain, skin sensitivity, face rashes, dizziness, joint pain, muscle pain, sensitivity to cold, lower back pain, joints throb after drinking alcohol to the point that I quit completely. I won't even have one drink. Also hair thinning, bald spot, a miscarriage, eye pain and sight change, arrhythmia (which has been shown by a test through a heart monitor), fatigue, anxiety, brain fog, worse memory, chest pain, lupus diagnosis, chest inflammation, during pregnancy that led to hospitalization. Also none of my family members have lupus. And my tests show up low positives when my symptoms are tough on my body. I feel like breast implants can make someone more prone to developing lupus. And I feel like it should be further looked into and studied. And also warned. Ref report: mw5147950.